Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The results of the investigation found the probe aspiration tubing kinked and folded underneath the probe rear shell which will prevent probe aspiration and result in a probe issue. The vitrectomy probe¿s rear shell is meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the folded tubing observed. While the cutting action is pneumatically driven, the kinked aspiration tubing may have contributed to a probe issue. The investigation conducted a non-conformance review of the reported lot number. No deviation was identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The root cause for the customer¿s event is likely related to misassembled sequence of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it can contribute to the customer's experience. After final assembly of each probe, a leak and flow test are performed at the tester station to detect and screen out nonconforming probes such as a kink on the aspiration line. The rear shell should be manually connected by the operator prior to this probe test. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred and the cutter could not cut vitreous during the surgery. The surgery was completed on same day by replacing the product. The procedure type was unknown. There was no patient impact.